Event description:
It was reported that the light bulb will only read warm and the light will not ignite.

Manufacturer narrative:
Additional information will be provided once investigation is completed.